Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that was not conducted properly due to leakage from the up/down (u/d) angulation control knob. A further cause of the leakage could not be presumed. The event can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in cf-hq1100dl/I operation manual chapter 3 preparation and inspection. IFU states that preventive measure in cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the colonovideoscope, switch2 does not work. The event was found during an unknown event. The procedure was unknown. There were no reports of patient or user harm associated with this event. The device was returned to olympus for evaluation, and the evaluation found that the air/water tube, air/water cylinder and distal end had a foreign objects. This report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegations was not confirmed. The evaluation found the following: due to a cut on switch2, water tightness is lost; due to a crack on upwards/downwards knob, water tightness is lost; scope body has a crack; grip has a scratch; air/water cylinder has foreign objects; switch2 has a cut; mount has corrosion due to water leakage; scope connector case unit has a scratch; plug unit has a scratch; scope connector cover unit has corrosion due to water leakage; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; air/water tube has foreign objects; objective lens has a scratch; distal end plastic cover has foreign objects; objective lens has a scratch; light guide lens has a crack; bending tube is deformed; connecting tube is snaking; and universal cord has coating peeling; the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.